Event description:
New information received: device is part of fsca advisory. Device was explanted and a new device was implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed on device. Prior battery device checked of three months ago longevity was estimated at 4 years to eri. During device check today showed 1.5 years to eri and at subsequent interrogation showed 8.7-17.8 months to eri. Patient did not receive any shocks and there was very little pacing. Patient did not undergo any scans or surgery. A device replacement is scheduled for the future. Patient was stable and did not exhibit any other issues.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Correction: date is being corrected from (B)(6) 2017 to (B)(6) 2018 in emdr # (B)(4).